Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the otorhinolaryngology outpatient examination using the single use biopsy valve with the rhinolaryngoscope, a black piece of rubber fell into the field of view. The black rubber piece was collected using biopsy forceps and the procedure was completed with no effect on the diagnosis or treatment outcome. The fallen piece was 1 to 2mm and had no sharp parts. The procedure was delayed a few minutes while the foreign body was collected with biopsy forceps. The device was inspected before use with no abnormality.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and it was confirmed that the rubber valve of the biopsy valve was damaged. Since the subject device was damaged, a sample from a different lot was used to confirm the reproduction. It was confirmed that if the syringe and the endo-therapy accessory are inserted and removed from this product attached to an endoscope while the syringe and the endo-therapy accessory are tilted, the rubber valve will be damaged and fall off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the following was determined: when the syringe and the endo-therapy accessory are inserted and removed from this product attached to an endoscope while the syringe and the endo-therapy accessory are tilted, the rubber valve will be damaged and fall off. It is likely that the repeated insertion and removal of the syringe and the endo-therapy accessory pushed the pieces of the rubber valve into the endoscope's suction channel, causing the pieces to fall off and into the patient's body. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿9.4 feeding and aspirating solution with a syringe: insert a syringe firmly and hold it perpendicular to the valve. Feed or aspirate solution from the syringe as necessary.¿ ¿9.5 inserting and withdrawing the endo-therapy accessories: insert the endo-therapy accessory into the valve as straight as possible. Angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged.¿ furthermore, it was confirmed that the maj-1218 medical device package insert states that inserting and removing the syringe, or the endo-therapy accessory angled from the biopsy valve is an incorrect usage method. It was also confirmed that this may cause the forceps plug to break and pieces to fall into the patient body. This supplemental report includes an update to h3, and a correction to h4 from the initial medwatch. Olympus will continue to monitor field performance for this device.